Manufacturer narrative:
The device involved in the event will not be returned; therefore the event cause could not be determined. Correspondence has been sent out for additional information. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient had non-serious adverse event of visual problems four days post medtronic flow diverter procedure. Prior to the event, the patient presented with cranial nerve disorder and had pre-operative mass effect. There were no optic nerve symptoms and the mrs was 1. The patient had medtronic flow diverter implanted successfully. There were no problems or adverse events during the procedure. Causal relationship of device to the adverse event could not be denied. There was no causal relationship to the procedure. At 180 day follow up, the optic nerve symptoms were still there (remained unchanged). Mass effect improved. Mrs was 1. Aspirin and clopidogrel administration. At 1 year follow up, the optic nerve symptoms were still there (remained unchanged). Mass effect improved. Mrs was 1. Aspirin and administration. At 2 and 3 year follow up, the optic nerve symptoms were still there (remained unchanged). Mass effect was resolved. Mrs was 1. Aspirin and administration. The patient was undergoing embolization treatment of a saccular aneurysm measuring 27mm x 8mm located in the cavernous sinus segment of the left internal carotid artery (ica). The patient was administered aspirin and clopidogrel preoperative.